Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report # 1627487-2019-02530. Reference MFR report # 1627487-2019-02531. It was reported the patient experienced ineffective stimulation due to inability to increase amplitude. System diagnostics revealed high impedances on contacts 1-8. Reprogramming was attempted on the 9-16 lead but to no avail. Surgical intervention was undertaken on wherein both leads and the ipg were explanted and replaced. Effective therapy was restored post operatively. It is unknown which of the leads were explanted and both will be reported.

Event description:
Device 3 of 3. Reference MFR report # 1627487-2019-02530. Reference MFR report # 1627487-2019-02531.